Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through asr/psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and red particles. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, wear abrasion and creases fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, silicone migration and capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "increased lumpiness and discomfort," "free silicone in axillary nodes," "increased firmness of implant," and "capsular contracture and now pain - grade IV.¿ upon explant the device was noted to be ruptured. The device has been explanted.